Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, diopter -10.5/+2.5/079 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was repositioned. On (B)(6) 2017 the lens was exchanged with a longer lens, the surgeon noting low vault, lens rotation, and lens dislocation/subluxation. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry in the lens case/vial. There was red and clear residue and debris on the lens surface. Visual inspection found the haptic bent. (B)(4).